Event description:
It was reported the patient was being seen for back pain and an MRI planned. It was not known if there was any issue with the pump. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter model #8578, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown, catheter model #8709, serial # (B)(4), implanted on: (B)(6) 2003, explanted on: unknown. (B)(4).